Event description:
Caller reported a potential false negative urine hcg result from one patient. Patient was tested twice with hcg combo device sp brand rapid test and results were negative vs. Positive quantitative result. Female patient went to ed (initial condition unknown) and was tested using hcg combo device sp brand rapid test with a negative result. A second test was run using a device from the same lot with a negative result. A serum sample was run on the lab analyzer (zesta 1500) and resulted in a quantitative value of 170,000miu/ml. Date of patient's last menstrual period and medical history unknown.

Manufacturer narrative:
Investigation pending.